Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6) 2020 at 10:59:06 pm. On (B)(6) 2020, user made two (2) bolus requests (at 8:24:36pm and at 8:46:51pm) while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 35, 55, and 65 mg/dl. Bg cause was not known. Customer consumed carbohydrates and apple juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.